Event description:
It was reported that the impedance measurements for the rv lead had increased. Recommended testing the lead with isometrics, arm positioning and pocket manipulation. The patient was on vacation and believed to have returned home. Further follow-up cannot be performed at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.